Event description:
The torque function does not work.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One torque wrench was returned for evaluation. Visual examination revealed that the torque wrench was seized. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the torque wrench becoming seized cannot positively be determined. A probable root cause may likely be that a combination of rust and damage along with advanced aging of the instrument resulted in broken parts causing the torque wrench to seize. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. There were no systemic trends observed, therefore this complaint file will be closed with no further action required.